Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored and no display anomaly noted. The display screen functioned properly. The insulin pump had minor scratched display window.

Event description:
Customer reported an anomaly on the display of the insulin pump. Customer stated that as she goes through the menus that the display seems to repeat itself; she can see the words that were there before and it makes everything very hard to read. Blood glucose value is 127 mg/dl. Nothing further reported.